Manufacturer narrative:
Device was used for treatment, not diagnosis. It was reported that the patient developed a postoperative infection approximately one month after the initial (B)(6) 2015 hardware implantation. The date of implant is unknown and was reported as an unknown date in (B)(6) 2015. The date of explant is unknown. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation and was reportedly discarded by the hospital. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reports an event in (B)(6) as follows: it was reported that the patient developed an infection on an unknown date approximately one month after implantation of a tomofix plate and associated screws. The hardware was explanted to suppress the infection; however, the date of explant is unknown. The hardware was initially implanted on an unknown date in (B)(6) 2015 during a high tibial osteotomy procedure. This report is 1 of 2 for (B)(4).